Event description:
Boston scientific received information that this device is part of a subset of devices returned from an institution with an observed increase in post-operative patient infections. Additional information has been provided, by the institution, that implant technique or tools used during the implant process are being assessed as a potential root cause for the increase in number of post-operative infections. This device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Review of manufacturing records for each device (as well as the associated right ventricular defibrillation lead) confirmed there were no manufacturing signals indicative of a potential contamination risk associated with any of these products. All results confirm sterility of these products prior to final distribution and sale. In addition, review of field performance data does not reveal any pattern of infections associated with specific lots of sterilized devices or leads. There is also no apparent pattern or link between the cases reported from this institution related to bacterial strains involved in the patient infections. All strains of bacteria identified in these infections are either common skin organisms or clinical infectious organisms commonly found in a hospital environment.